Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure affected multiple drawers on the station. The customer was unable to specify the exact drawers impacted and indicated the issue was urgent. Troubleshooting steps performed included rebooting the device; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple failures on drawer 3.1 of the main and was not detected on the bus. The field service engineer (fse) confirmed that rebooting the station did not resolve the issue, inspected all rear drawer connections, reseated the row ribbon cable connector, and tightened all associated screws. The fse ejected all pockets and actuated lids using the hardware test application, after which no additional failures were observed. Hardware testing was completed successfully, and service was restored. The system functioned as intended after field service engineer repaired the device.